Manufacturer narrative:
Inspected one opened/used enlite sensor and performed bicarbonate buffer test. The sensor failed per specifications due to high readings.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Please see medwatch report # 2032227-2014-49645.

Event description:
It was reported that the customer's sensor reading was much lower than her blood glucose level, leading to threshold suspend alerts on the insulin pump. The customer's blood glucose was 271 mg/dl while her sensor glucose reading was 77 mg/dl. The sensor expiration date was (B)(4) 2014. Troubleshooting was performed. Calibration and insertion technique and best practices were discussed. Nothing further was reported.